Manufacturer narrative:
Report is for an adverse event that occurred in another country. The event was reported to co, via fax on medwatch form.

Event description:
Report indicates that patient was found by a relative, in a coma, coincident with extraneal therapy (a labeled interferent for the test strips). Report stated that patient's blood glucose measured 12.0 mmol/l on the active system, when actual blood glucose was allegedly 6.0 mmol/l. No information about actions taken, based on device output was provided. Patient was reportedly admitted to the hospital; however, no information about treatment received was provided. No additional blood glucose values obtained on any device were provided. Patient outcome was reported as "recovered." No product was returned to the manufacturer for evaluation.